Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted with the reset process. The same malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code recurred. The caller acknowledged and understood the guidance given.